Manufacturer narrative:
Client took the chair up a slope and the chair tipped backwards. Client hit his head on the ground. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(4).

Event description:
Client took the chair up a slope and the chair tipped backwards. Client hit his head on the ground. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(4).